Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer consumed gummy bears and peanut butter to address the low bg level. Recommendation was made to consult with health care provider regarding diabetes management. Then, the customer called back to reported bg level was 95 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.